Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experienced diabetic ketoacidosis. Reportedly, ketone level was identified by a healthcare provider as dangerous/life threatening. Blood glucose was in the 300's (mg/dl). The cause of bg was unknown. Customer alleged pump was not delivering insulin. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected.